Event description:
The user facility reported that during a patient procedure, their cmax surgical table began to tilt causing the patient to slide from their cmax surgical table. User facility personnel caught the patient and repositioned them on the table. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite and could not duplicate the reported event. The surgical table was operating according to specifications. No repairs were required, and the table was returned to service. While onsite, the technician counseled user facility personnel on the proper use and operation of the cmax surgical table specifically, to ensure that the patient is properly restrained. The cmax surgical table operator manual states (1-2), "warning - personal injury hazard: failure to keep the patient properly secured with the patient safety straps at all times could result in death or serious injury to the patient and the operating room staff." No additional issues have been reported.